Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
The patient presented with right hip anterior dislocation. A closed reduction was successfully performed.